Event description:
Reporter applied product to her shoulder before she went to bed and removed it some time the following morning, when she felt a burning sensation. When she pulled off patch some skin peeled off with it. She called her doctor and he said it was a second degree burn.